Event description:
Patient was admitted into hospital on (B)(6) 2013 for an infection in his left shoulder. Upon examination, infection was found surrounding patient's left ribs where previous thoracotomy / rib fixation took place. Surgeon requested removal of all hardware and placement of a wound vac on area. During surgery on (B)(6) 2013 the surgeon found an empyema present in the chest cavity and thought the infection could have resulted from this empyema, not the synthes matrix rib plates and screws. Patient received first surgery for his chest wall stabilization on (B)(6) 2013 at (B)(6). Patient in post-operative care. This is report number 1 of 29 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
A product development event evaluation was performed by the product development engineer and it was reported: the complaint description indicated that the patient had an empyema present in the chest cavity and a shoulder infection at explantation. The implant duration was approximately 2 months and the patient¿s compliance during this time period is unknown. The source of any infection is unknown. The extent that the patient¿s co-morbidities contributed to this complaint is not known. The devices were implanted as part of chest wall stabilization and it is unknown if the implantation followed the proper technique as outlined in the matrixrib technique guide (j8654-c). (B)(4)

Event description:
This is 1 of 33 reports for (B)(4).